Event description:
It was reported that the handpiece began overheating during an anterior cruciate ligament surgery. There was no reported pt or user injury, and the case was completed successfully with the same device.

Manufacturer narrative:
H6: the handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.